Event description:
The facility reported an infusion pump with a rapidly infused medication that occurred during patient infusion. The facility representative stated that a cardiac medication was being infused on the patient at the time of the reported event. According to the hospital representative, no patient injury or medical intervention had occurred. The facility representative stated that the pump was later tested for accuracy at set rates of 100ml and 20ml with passing results. The facility biomed department also configured the pump at the reported incident rate of 12.2 ml/hour for 6 hours and could not duplicate the reported condition of overinfusion. The risk manager decided to send in the pump for evaluation for precaution. No additional information was available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available.

Manufacturer narrative:
Evaluation summary: the reported over infusion condition was not confirmed or duplicated during evaluation. A review of the event history documented 1000 events ranging for a period of about 26 days in 2007. The pump was initially programmed at 10:00:08 on the day of event, event #545 for a rate of 12ml/hr & volume 80ml. This was followed by a tube misloaded alert, numerous invalid key presses and a reset mtr (manual tube release). The pump was subsequently powered off at 10:02:02 & on at 10:02:08, a tube misloaded alert and numerous reset mtr alerts followed. The infusion was finally started at 10:04:16. The infusion was stopped at 11:18:12 (1:13:56 hr) and delivered 14.8ml, the tube was unloaded and the pump was powered off at 11:22:18. At the set infusion rate of 12.0ml/hr and approximately 1:14 hr of infusion time the delivered amount would have been 14.8ml, which is what the pump indicated it had delivered. The pump was powered on again at 18:18:33 in the same day event #607; the pump was subsequently programmed for a rate of 12.2ml & volume of 80ml. The infusion was started at 18:23:02, and continued until 0:23:15 (6:00:15 hr) in the next day, when an air detected alert occurred, the pump indicates that 73.2ml was delivered at this point which is correct based on the amount of time the unit was infusing. Additional programming took place in the next day, and the pump was in use until 6:08:19 with an additional 69.4ml being infused during that time. The pump passed all accuracy tests. Three 12-minutes tests were performed at 100ml/hr (-1.10%, -1.50%, -0.60%); all three tests were within the specified accuracy of +/-5%. The pump was then tested at the customer's rate of 12.2ml/hr for 6 hours; the overall accuracy for the test was 0.91% (passed test). An even & consistent drip was observed in the drip chamber throughout all the accuracy tests. Keypad test was performed; all the keys on the main keypad, phm keypad & lockout button are operating correctly. The pump head module was inspected. The epoxy was secure and the upper jaw was secure with glue applied. The pump had no signs of damage and was functioning within specifications. Pump returned to customer fully operational.